Manufacturer narrative:
Per the clinic, it was reported that the device was explanted on (B)(6) 2018 and the patient was reimplanted with another device during the same surgery.

Event description:
Per the clinic, the patient experienced poor performance with the device. Reprogamming attempts were made; however, the issue could not be resolved. The implanted device remains.